Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was 191 mg/dl. Customer reports that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.